Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Atrial undersensing observed on stored electrograms, possibly due to low p-wave amplitudes. Analysis of the device memory indicated a p-wave amplitude measurement issue. P-wave amplitude is consistently below 0.5mv.

Event description:
It was reported that the patient's right atrial (ra) lead was undersensing during episodes of atrial tachycardia/fibrillation. The l ead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.